Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge segmental resection. On the first firing during segmental lung resectioning, the surgeon clamped the tissue and tried to fire the device but the handle was locked and did not fire. The reload did not lock on patient tissue. To complete the procedure, another device was used successfully. No patient injury or extension in surgical time of greater than 30 minutes. Patient status is no problem.